Manufacturer narrative:
D4 expiration date: updated. D4 gtin: updated. H3 device evaluated by mfg: updated. H4 manufacturing date: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received in a deployed within the lumen of the microcatheter. The stent delivery wire (sdw) and introducer sheath were also returned. The microcatheter was noted to be intact. The stent was located at the proximal end of the microcatheter, approximately 1cm from the hub. All 3 marker bands were present on both ends of the stent. Deformation was noted at the proximal end of the stent. The introducer sheath distal tip was noted to be intact. The sdw was noted to be intact. The functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event stent deployed prematurely during use was confirmed during device analysis. The remaining reported event ¿stent difficult/unable to advance or pullback through catheter' could not be replicated as the stent was no longer loaded on the stent delivery wire (sdw). However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'the transfer was successfully performed over a microcatheter. The device was then advanced, reaching the mid-portion of the microcatheter. Resistance was noted, so we proceeded to fluoroscopic evaluation, which revealed that the device had detached from its delivery wire and became trapped within the microcatheter. The microcatheter, with the device inside, was then withdrawn'. From reviewing the follow-up responses, it is clear that the customer took great care in placement of the introducer sheath inside the microcatheter hub and that the vent cap was tightened down on the introducer sheath, thus preventing any movement of the sheath during stent transfer. The device was returned for analysis, and it was noted that the stent had deployed inside the lumen of the microcatheter and was no longer loaded on the stent delivery wire (sdw). The stent was located approximately 1cm from the hub. This is not aligned with the event description, which infers that the stent deployed when it had advanced to the mid-point of the microcatheter. The proximal (closed cell) end of the stent was deformed. Both the introducer sheath and sdw were returned for analysis, and both were undamaged. If the rotating hemostatic valve (rhv) vent cap is not sufficiently tightened, it is possible for the sheath to experience minor inadvertent proximal movement after it has been correctly positioned inside the rhv/microcatheter hub. Proximal movement of the sheath in the hub would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. Increased resistance is then experienced while attempting to advance the stent into and through the microcatheter lumen, resulting in possible damage to the stent. Upon realizing this through increased resistance, an attempt may follow to withdraw the stent. During this action, especially if the stent is stuck inside the lumen, the sdw may slip through the proximal end of the stent, leading to premature deployment. However, based on the even description and the information provided by the user, this is not likely to have occurred due to the care taken when transferring the stent from the introducer sheath into the microcatheter lumen. It is most likely that, due to some unknown procedural and/or anatomical factors the user experienced resistance while advancing the device though the microcatheter and, due to this resistance, the user applied force to try and advance/retract the device through the microcatheter resulting in the damage noted. Furthermore, when attempting to retract the stent, the delivery wire slipped out of the stent, leaving the stent deployed inside the microcatheter. The reported events stent deployed prematurely during use and stent difficult/unable to advance or pullback through catheter as well as the as analyzed events stent deformed and stent deployed prematurely during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to unknown procedural factors during use.

Event description:
It was reported that during the procedure while the subject stent was reaching the mid-portion of microcatheter resistance was noted. Fluoroscopy revealed that the subject device had detached from its delivery wire and became trapped within the microcatheter. The subject device was replaced, and the procedure was completed successfully. There was a surgical delay of 30 minutes due to the reported event. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure while the subject stent was reaching the mid-portion of microcatheter resistance was noted. Fluoroscopy revealed that the subject device had detached from its delivery wire and became trapped within the microcatheter. The subject device was replaced, and the procedure was completed successfully. There was a surgical delay of 30 minutes due to the reported event. No clinical consequences were reported to the patient due to this event.